Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 154-215mg/dl fasting. Verified test strips expire 01/22/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns: 327,373,292,252,282mg/dl. Main concern is differences between trueresult and truetrack . Customer stated truetrack registers much higher . When viewing meters memory time was not set correctly.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 154-215mg/dl fasting. Verified test strips expire 01/22/2018. Confirmed customer's test strips are being stored properly and opened vial date 11/26/2015. Reviewed meter memory: (B)(6). Memory concerns:327,373,292,252,282mg/dl. Main concern is differences between trueresult and truetrack . Customer stated truetrack registers much higher . When viewing meters memory time was not set correctly.